Manufacturer narrative:
It is not uncommon for a tooth that has received a crown preparation to later require root canal therapy. Often enough, the trauma from preparation of the tooth prior to placement of a crown can cause necrosis of the nerve. In addition, there is no indication of how long the pt wore provisional restorations; provisional restorations worn over long periods of time lack the marginal integrity and seal of permanent crowns and, as a result, the teeth may have been traumatized from this as well. Finally, over-preparation of a tooth could also cause nerve necrosis ultimately requiring root canal therapy to treat. As there is no way to examine the preparations, the integrity and fit of the permanent crowns, or the occlusion developed by the practicing dentist, we must consider that the cement may have contributed to the final outcome as the dentist claims that endodontic therapy had to be performed due to a malfunction of the resin cement. However, without additional supporting information and because there is no indication that the cemented restorations debonded, we cannot conclude that the calibra used malfunctioned. Still, since a serious injury resulted, this event meets the criteria for reportability. The device is available for evaluation, though has not been returned as of this report. Results of the evaluation will be submitted following completion. Lot number: will be provided following completion of the evaluation.

Event description:
It was reported that five teeth were treated with root canal therapy shortly after completion of a crown and bridge case involving twenty-two teeth; the permanent restorations were cemented with calibra resin cement.